Event description:
Information was received from a police detective regarding an allegation by the attending rt that a "pt expired because the plv unit and remote alarm did not alarm for low pressure when the vent became disconnected." The death is under investigation. Police department who quarantined the equipment and made arrangements for non-destructive testing by an ri service representative in 3/2004. Non destructive testing of the equipment did not support the rt's complaint of alarm failure. The equipment operated to specification and all alarms sounded appropriately even during simulation of low pressure conditions as requested by the detective. This piece of equipment was allegedly being used in conjunction with a remote alarm which also operated to specification during testing. Further follow-up with the nursing manager of the facility (the customer) indicated that there is no allegation by the customer that the equipment malfunctioned. The initial report was made by the rt on duty at the time of death who will not provide clarificaiton at this time. Additional info provided by the nursing manager is that the pt was found with their tracheostomy collar torn. The medical examiner has not released the autopsy report at this time.